Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding act celite cartridge lot# s12250 that yielded discrepant results when run side by side with another analyzer. The patient was given 7000 units of heparin. Heparin infusion started at 03:55 procedure was at 05:01 method time act result; I-stat 5:32:05 744 seconds; I-stat 5:32:45 452 seconds. Heparin 12 units/kg/hr . The customer states that there was no impact or delay and the patient procedure was successfully completed in cath lab. Based on the information at this time there were no injuries reported. Abbott point of care has determined based on the time of test presented along with the heparin given to the patient the difference in the two results are suspect. The results do not appear to be within the expected performance of the assay and could potentially be a malfunction although not confirmed at this time. Based on the information available there is no reason to believe that a malfunction exists. The customer states that there are no cartridges to return for investigation. However, preliminary investigation on retains testing was completed and there are no deficiencies identified at this time. The full investigation is pending.